Event description:
It was reported by svc report that the module on the scale was broken. It was reported that the customer does not know if there was any pt involvement or if there were any adverse consequences related to the alleged issue.

Manufacturer narrative:
Result: module.